Manufacturer narrative:
Device malfunction suspected.

Event description:
Reporter indicated that diagnostic history revealed that a pt had rec'd a high impedance reading during a diagnostic test. Attempts to follow up with the site have been unsuccessful to date and the cause of the high impedance, and any action regarding the high impedance is unknown.